Event description:
In (B)(6) 2014, a patient was implanted with a 21 mm trifecta valve (sn: unknown). Recently, the patient suffered from cardiac insufficiency and on (B)(6) 2018, the valve was explanted and replaced with a 20 mm medtronic ats mechanical valve. Upon explant, the trifecta valve was noted to have two leaflets that were partially detached. The patient is reported to be stable.

Manufacturer narrative:
An event of "degeneration of the trifecta valve leading to aortic regurgitation" was reported. All thee leaflets were torn. Circumferential fibrous pannus ingrowth was observed on the inflow surfaces, narrowing the inflow diameter of the returned 21mm trifecta valve. No acute inflammations or significant calcifications were present in the valve. Based on the information received, the cause for the reported event remains unknown without additional information such as implant duration and patient comorbidities.

Event description:
In (B)(6) 2014, a patient was implanted with a 21 mm trifecta valve (sn: unknown). An echo performed on (B)(6) 2018, noted degeneration of the trifecta valve leading to aortic regurgitation. On (B)(6) 2018, the valve was explanted and replaced with a 20 mm medtronic ats mechanical valve. Upon explant, the trifecta valve was noted to have two leaflets that were partially detached. The patient is reported to be stable and has been discharged.